Event description:
Customer reported a loud popping noise and the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tubes. System operates as intended.